Event description:
Customer reported receiving an error 4, when a test strip was inserted into their freestyle flash blood glucose monitor. The customer reported not being able to obtain a glucose result based on this error, and then reported dosing with insulin. Customer reported having difficulty with their vision and slurred speech. The customer was taken by ambulance to a local hospital and was treated with glucose tables and juice in order to stabilize glucose levels. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.